Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, service code 204 (belt/monitor unusable)) has been confirmed. As received, the belt receptacle was pulled from the monitor case, and was disconnected from the j1001 connector on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective equipment.

Event description:
A u.s. Distributor reported that a patient had a damaged monitor case, and was receiving service code 204 messages (belt/monitor unusable).